Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel mouth was cracked, the top cover ventilation and the lamp housing fan was heavily full of dust, a worn-out socket slider switch caused intermittent use of high intensity mode, the inside scope socket was damaged, and thermal grease is all over on lamp body. Additionally, it was missing 2 lamp bolts, had a non-olympus lamp, the life meter was reading at 50+hours and the light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, kept going to back up light mode on the evis exera iii xenon light source. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the device returning to back up light mode could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.